Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000192. Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that while spinning during a 3d, the gantry rotor suddenly stopped without completing the 3d exposure. The inner gantry bottom 135 degree cover got broken and the 2 pieces got into the cable chains path removing 2 magnets. The manufacturer representative removed the magnets that were obstructing the rotor to complete a full spin. The manufacturer representative inspected the cable chain and rotor which was okay. The manufacturer representative performed multiple spins with the filament disable which was okay. The manufacturer representative proactively measured the ps1 which was 5.14v steady. The imaging system then passed the system checkout and was found to be fully functional. B01, c07, d02 are applicable. Device evaluated by MFR: no parts have been returned to medtronic for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not complete a spin, and the foot pedal was intermittently not responding. There was no patient involvement.